Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal deliveries. The customer stated that their blood glucose (bg) levels may have gone over 240mg/dl and a correction bolus would be delivered to address the current 220mg/dl bg level. The customer would close the occlusion message in order to resolve the past occlusions and deliver the remainder of the bolus which would be delivered without any additional occlusion alarms. A system check was performed with the current supplies and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula for any damage. The customer alleged that there might be an underlying issue with the pump causing these occlusion alarms. Tandem technical support discussions occlusions and their common causes with the customer. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.